Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) went on site and replaced the personality module surgeon console (pmsc) board to resolve the issue. The system was working properly, and no additional action was required as the issue was resolved. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a system overheating message on the surgeon side console (ssc). Technical support engineer (tse) viewed live logs and found error 92 indicating the personality module surgeon console (pmsc) board on ssc2 was overheating. Surgeon was operating with ssc2 and ssc1 was not being used. Tse recommended a mid-procedure restart and disconnecting ssc2 and continue the procedure with ssc1. Customer performed a restart and disconnected ssc2. System powered on normally. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The personality module surgeon console (pmsc) was analyzed and reported failure was not confirmed not reproduced. This unit was installed into the test system and running video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. Additionally, the pmsc was left idle for 56 hours. No problem was reported.